Event description:
The md could not insert the iab. As a result, the md inserted another iab with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.